Event description:
The sep5 (separator) component of the cat5 indigo thrombectomy system broke and became detached while being correctly used during a thrombectomy intervention in the popliteal artery. The physician had to retrieve the broken component within the artery. I have seen this same event occur, the separator component break and detach, on multiple occasions.